Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 was jammed constantly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information reflected as per investigation section h imdrf annex a and g codes.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door latches had failed to open. The field service engineer (fse) checked and replaced all 4 pop latches to resolve the issue. The fse tested the doors in the hardware test application to ensure the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower door 3 was jammed constantly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.